Event description:
Reporter indicated that the patient's generator was interrogated and the off time was found to be at 20 minutes, when it had been programmed to 5 minutes at the last office visit. Good faith attempts for additional information have been unsuccessful to date.